Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - ni.

Event description:
Patient was revised approximately 2 months post-implantation due to unknown failure of the tibial bearing. During the procedure, the bearing was removed and replaced with a different size.